Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer testing a device 8100 (s/n (B)(4)), and receiving the patient occlusion alarm during pm's. Failure device type: failure problem type: failure mode: case resolution: customer testing a device 8100 (s/n (B)(4)), and receiving the patient occlusion alarm during pm's. Explained problematic fault to the pressure sensors on the device. Customer edited task analog sensor on current list of system maintenance. Assisted customer to isolate problem to the patient-side pressure sensor. Voltage reading @ 4.99v (patient-side sensor). Suggested to customer to repair/replace the patient-side sensor. Customer given the part number for replacement. Transfer customer to our com, for assistance with ordering the part. Informed customer, if any further concerns and/or issues to give a call back. End call.